Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Four days followed by; patient had an abdominal pain. X-ray revealed that the filter was tilted with the tip towards the left upper quadrant. CT pulmonary angiogram indicated there was acute bilateral pulmonary emboli. There was large thrombus burden in the distal right main pulmonary artery. Approximately nine years post deployment, it was observed that one strut broken projecting cephalad and a second projecting out of the cava partially eroding the l4 vertebral body. Two years later, from the findings it was observed that one medial strut perforated the ivc wall 13mm and contacts the right iliac artery. Two posterior struts perforated the ivc wall 5mm and 13mm and contacts the l4 vertebral body. One lateral strut perforated the ivc wall 8mm and contacts the right psoas muscle. One lateral strut perforated the ivc wall 9mm and contacts the bowel. One strut was mal aligned with a superior configuration. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall and filter limb detachment. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and one medial strut perforates the ivc wall 13mm and contacts the right iliac artery. Two posterior struts perforate the ivc wall 5mm and 13mm and contacts the l4 vertebral body. One lateral strut perforates the ivc wall 8mm and contact. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced terrible lower back pain; however, the current status of the patient is unknown.